Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced rising blood glucose after an occlusion alert, performed multiple meal announcements, and subsequently changed all infusion supplies, with a possible bubble observed in the removed cartridge and bleeding noted at site removal; calibration support was provided when a fingerstick differed from the sensor, and the user later reported sensor and ilet readings aligned with no further occlusion alerts. Symptoms included hyperglycemia with the highest reported value of 317 mg/dl and prolonged elevation above 180 mg/dl. Outcomes included system alerts for sustained high glucose and no need for medical intervention, assistance, or backup therapy. Investigation included technical troubleshooting, education on meal announcement handling during occlusions, guidance to replace infusion set and cartridge, site relocation, and calibration steps for the cgm. Investigation of this case revealed no reproducible device malfunction, with findings consistent with infusion-site or cartridge integrity issues such as air in the cartridge or site-related absorption problems, which resolved after supply replacement and site change. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.